Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio observed that the device had sustained impact damage to the front case and the therapy connector. This damage also caused one of the pins within the connector to have been pushed in.physio-control replaced the therapy connector assembly along with the front case and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer contacted physio-control to report that the therapy connector on their device was pushed back into the unit; therefore a therapy cable could not be connected and defibrillation would not be available, if necessary. The customer was unsure how or when the damage occurred. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.